Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined through troubleshooting that the tech processor circuit board was defective and will be replaced by the in house biomedical engineering staff. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9600+ would not initialize. There was no adverse patient involvement reported. There was no patient info reported.